Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services plugged the baton into a test monitor and powered it on. When the cable was twisted the video image cut out. The customer's baton has already been replaced. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, there was no picture and only green lines. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.